Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred when approximately 60 units of insulin was left in the cartridge. Customer¿s blood glucose was 204 mg/dl. Customer performed a cartridge change and was sent a replacement cartridge.